Manufacturer narrative:
The insulin pump received with normal operating currents, no unexpected low battery alert and no power loss alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was reported that their insulin pump received a power loss alarm. The customer¿s blood glucose level was 116 mg/dl. Customer was calling back after leaving current battery in insulin pump for 1 hour. The insulin pump will be returned for analysis.